Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon rupture occurred. The patient was being treated for two lesion within the right coronary artery (rca). The 95% stenosed 24mm in length, eccentric, de novo lesion was located in the non-tortuous, severely calcified distal rca. The lesion was predilated with a 2.0x15mm apex at 12 atm. The physician attempted to place a 2.5x24mm non-bsc stent, but was unable to cross the lesion. A 2.5x25mm maverick2 balloon was inflated to 16 atm. While inflated, infiltration of contrast liquid in the artery was observed exiting from the balloon. The balloon was removed and it was verified that it had been punctured. The treatment of the lesion was completed with the 2.0x15mm apex balloon, with prolonged inflation. All this occurred at the lesion at the mid third of the artery. The procedure was completed with a 2.5x24mm non-bsc stent placed in the proximal third of the lesion. The stent was post-dilated with a 3.0mm balloon. No patient complications were reported. Patient status reported as "stable".

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon rupture occurred. The patient was being treated for two lesion within the right coronary artery (rca). The 95% stenosed 24mm in length, eccentric, de novo lesion was located in the non-tortuous, severely calcified distal rca. The lesion was predilated with a 2.0x15mm apex at 12 atm. The physician attempted to place a 2.5x24mm non-bsc stent, but was unable to cross the lesion. A 2.5x25mm maverick2 balloon was inflated to 16 atm. While inflated, infiltration of contrast liquid in the artery was observed exiting from the balloon. The balloon was removed and it was verified that it had been punctured. The treatment of the lesion was completed with the 2.0x15mm apex balloon, with prolonged inflation. All this occurred at the lesion at the mid third of the artery. The procedure was completed with a 2.5x24mm non-bsc stent placed in the proximal third of the lesion. The stent was post-dilated with a 3.0mm balloon. No patient complications were reported. Patient status reported as "stable".

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - device analysis determined that the condition of the returned device was consistent with the complaint incident. The device was attached to an encore inflation unit and a pinhole leak was noted approximately 5mm proximal to the proximal edge of the distal markerband. A detailed microscopic examination of the balloon material and markerband could not identify any issues which could potentially have contributed to the pinhole leak. An examination of the distal subassembly extrusion found that it was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is user error because the balloon was inflated above the rated burst pressure for this device. (B)(4).